Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject programmer displays a pink screen.

Event description:
Reportedly, the subject programmer displays a pink screen.